Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/24/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/09/2015 with the following findings: a review of the black box data showed no evidence of a power loss. A visual inspection of the pump showed that there was moisture contamination on the underside of the returned battery cap contact spring. The battery cap was able to fully tighten on to the pump. The pump was unresponsive due to the moisture contamination on the cap. A test cap was then used and the pump was exercised for 24 hours with no power issues. The pump passed a leak test. The pump cover was removed and no further moisture ingress was observed. (B)(4)